Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia. In 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menometrorrhagia ("irregular and heavy menstrual period"), tooth disorder ("dental issue"), skin disorder ("skin issue"), headache ("severe headache"), dizziness ("dizziness"), fatigue ("chronic fatigue") and alopecia ("excessive hair loss"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, menometrorrhagia, tooth disorder, skin disorder, headache, dizziness, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dizziness, fatigue, headache, menometrorrhagia, skin disorder and tooth disorder to be related to essure. The reporter commented: patient is 44 years old. Patient sought treatment for her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia. In 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menometrorrhagia ("irregular and heavy menstrual period"), tooth disorder ("dental issue"), skin disorder ("skin issue"), headache ("severe headache"), dizziness ("dizziness"), fatigue ("chronic fatigue") and alopecia ("excessive hair loss"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, menometrorrhagia, tooth disorder, skin disorder, headache, dizziness, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dizziness, fatigue, headache, menometrorrhagia, skin disorder and tooth disorder to be related to essure. The reporter commented: patient is (B)(6). Patient sought treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.